Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: age at time of event, age unit, date of birth, sex, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of cardizem was not confirmed or replicated during the investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer reported a cardizem medication error occurring on (B)(6) 2024 from 10:00 am to 2:00 pm. A review of the returned pcu device logs observed no cardizem infusions recorded on (B)(6) from 10am to 2pm. Pump module s/n (B)(6) was not used with the returned pcu on (B)(6) 2024. Pump module s/n (B)(6) was power on attached (B)(6) 2024 from 2:18 am to 1:03 pm. The module was attached to pcu s/n (B)(6) (not returned) however no infusion was observed. Pump module s/n (B)(6) was used on (B)(6) 2024 with the returned pcu and was programmed for a primary basic infusion (rate 75ml/h) and secondary infusion of phosphate (k or na) (rate 41.6ml/h) the infusion continued for approximately two days. No infusions for the reported rate of 400ml/h or for the rate of 10ml/h were observed on (B)(6) 2024 was observed on the returned devices. The pcu device and pump module logs only contained information as far back as (B)(6) 2024. Therefor a review of the date and time observed on the returned administration sets could not be performed. It is suspected that the facility returned the wrong devices and administration sets since the returned infusion bags contained no information related to the reported drug and the infusion bags were dated to have been used in (B)(6) 2024. An attempt was made to have the facility provide more information however no reply was received. Inspection of the returned primary and secondary administration set did not observe any anomalies. Inspection of the suspect pump module observed third-party parts. Root cause: the root cause of the reported over infusion was not identified during this investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a1801, g04067, g02017. C07, c0601, d01, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was a critical medication error, where cardizem was infused over 1 hour versus over 10 hours resulting in "severe" patient harm. The customer was requesting bd to find the drug programming history and the drug infusion programmed in the pump on (B)(6) 2024 between 10am-2pm. After due diligence, further detail was provided about the event. It was reported that a floor nurse needed an IV channel and asked where an extra one was located. The resource nurse said there was an extra one in a patient's room. The float pool (fp) nurse went to said patient's room to grab the extra channel, which was the "middle" channel. The fp nurse disconnected the "outside" channel which happened to be a diltiazem (cardizem) drip running at the programmed rate of 10ml/hr., removed the middle unused channel and then reconnected the diltiazem channel. The fp nurse stated that they reconnected the diltiazem channel and it "came back on and started back up." The customer expressed to the nurse that they usually have to hit "channel select" and program the channel and the fp nurse said, "oh yah, I had to program the pump." The fp nurse, "turned that channel back up and programmed the pump to "restore." The patient had a primary ivf running and happened to be receiving an ivpb of tylenol (400ml/hr.) On the other channel. When the primary nurse came back from lunch, they found their patient was lethargic and the patient said to them, "I haven't felt good since the other nurse was in here doing something with my IV." The primary nurse then looked at the IV lines and found that the diltiazem bag was empty. Rapid response was called bedside, the patient was placed on pacer monitor and transferred to cicu (cardiac intensive care unit). The patient experienced low blood pressure, heart rate, and mean arterial pressure, and required glucagon and dopamine infusion for reversal. The customer later reported: "the patient was (B)(6), female, admitted (B)(6) 2024 with abdominal pain. On (B)(6), the patient went into afib rvr. Primary rn communicated with the physician and received orders for cardizem ivp and cardizem drip. Primary rn and resource rn worked together to review 3e cardiac medication table, spoke with sepsis rn about starting drip appropriately, and administration instructions/considerations. When going to program the pump there was a brain with three channels. One channel on the left and two channels on the right. Rns programmed cardizem on the left channel. Rns state they could not find cardizem or diltiazem under the guardrail system. They programmed cardizem as a basic infusion. They also hung IV acetaminophen on the right channel, and state that they did use guardrails when programming this medication. However, the channel wouldn't stay on. Per the rn, it would keep losing power. This has happened before with a channel, and it worked when it was changed to the right side. Cardizem channel was switched to the right side. There were three channels on the right. Channel a was acetaminophen, channel b was open, and channel c was cardizem. The primary rn went on break. A float pool rn asked floor nurses if they new where an empty channel was as there were not any more stocked on the floor. The resource nurse remembered there was an empty channel in the patients room. The resource nurse removed the cardizem channel, took out the empty channel, and replaced the cardizem channel and pressed restore. When the primary nurse came back from break the patient was complaining about not feeling well. The cardizem bag was noted to be empty, with a rate set at 400ml/hr. The IV tylenol (which should have been running at 400ml/hr), was still infusing. Final summary: (B)(6) f with afib rvr inadvertently given 100mg of cardizem at 400ml/hr instead of 10ml/hr." The customer had the following questions regarding the event: "I am wondering what might have caused the cardizem channel (channel c) to run at 400 ml/hr? Was it a nursing programming error? Or was the action of reattaching channel c to channel a cause this? "

Event description:
It was reported that there was a critical medication error, where cardizem was infused over 1 hour versus over 10 hours resulting in "severe" patient harm. The customer was requesting bd to find the drug programming history and the drug infusion programmed in the pump on (B)(6) 2024 between 10am-2pm. After due diligence, further detail was provided about the event. It was reported that a floor nurse needed an IV channel and asked where an extra one was located. The resource nurse said there was an extra one in a patient's room. The float pool (fp) nurse went to said patient's room to grab the extra channel, which was the "middle" channel. The fp nurse disconnected the "outside" channel which happened to be a diltiazem (cardizem) drip running at the programmed rate of 10ml/hr., removed the middle unused channel and then reconnected the diltiazem channel. The fp nurse stated that they reconnected the diltiazem channel and it "came back on and started back up." The customer expressed to the nurse that they usually have to hit "channel select" and program the channel and the fp nurse said, "oh yah, I had to program the pump." The fp nurse, "turned that channel back up and programmed the pump to "restore." The patient had a primary ivf running and happened to be receiving an ivpb of tylenol (400ml/hr.) On the other channel. When the primary nurse came back from lunch, they found their patient was lethargic and the patient said to them, "I haven't felt good since the other nurse was in here doing something with my IV." The primary nurse then looked at the IV lines and found that the diltiazem bag was empty. Rapid response was called bedside, the patient was placed on pacer monitor and transferred to cicu (cardiac intensive care unit). The patient experienced low blood pressure, heart rate, and mean arterial pressure, and required glucagon and dopamine infusion for reversal.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#.

Event description:
It was reported that there was a critical medication error, where cardizem was infused over 1 hour versus over 10 hours resulting in "severe" patient harm. The customer was requesting bd to find the drug programming history and the drug infusion programmed in the pump on (B)(6) 2024 between 10am-2pm. After due diligence, further detail was provided about the event. It was reported that a floor nurse needed an IV channel and asked where an extra one was located. The resource nurse said there was an extra one in a patient's room. The float pool (fp) nurse went to said patient's room to grab the extra channel, which was the "middle" channel. The fp nurse disconnected the "outside" channel which happened to be a diltiazem (cardizem) drip running at the programmed rate of 10ml/hr., removed the middle unused channel and then reconnected the diltiazem channel. The fp nurse stated that they reconnected the diltiazem channel and it "came back on and started back up." The customer expressed to the nurse that they usually have to hit "channel select" and program the channel and the fp nurse said, "oh yah, I had to program the pump." The fp nurse, "turned that channel back up and programmed the pump to "restore." The patient had a primary ivf running and happened to be receiving an ivpb of tylenol (400ml/hr.) On the other channel. When the primary nurse came back from lunch, they found their patient was lethargic and the patient said to them, "I haven't felt good since the other nurse was in here doing something with my IV." The primary nurse then looked at the IV lines and found that the diltiazem bag was empty. Rapid response was called bedside, the patient was placed on pacer monitor and transferred to cicu (cardiac intensive care unit). The patient experienced low blood pressure, heart rate, and mean arterial pressure, and required glucagon and dopamine infusion for reversal. The customer later reported: "the patient was (B)(6), female, admitted (B)(6) 2024 with abdominal pain. On (B)(6), the patient went into afib rvr. Primary rn communicated with the physician and received orders for cardizem ivp and cardizem drip. Primary rn and resource rn worked together to review 3e cardiac medication table, spoke with sepsis rn about starting drip appropriately, and administration instructions/considerations. When going to program the pump there was a brain with three channels. One channel on the left and two channels on the right. Rns programmed cardizem on the left channel. Rns state they could not find cardizem or diltiazem under the guardrail system. They programmed cardizem as a basic infusion. They also hung IV acetaminophen on the right channel, and state that they did use guardrails when programming this medication. However, the channel wouldn't stay on. Per the rn, it would keep losing power. This has happened before with a channel, and it worked when it was changed to the right side. Cardizem channel was switched to the right side. There were three channels on the right. Channel a was acetaminophen, channel b was open, and channel c was cardizem. The primary rn went on break. A float pool rn asked floor nurses if they new where an empty channel was as there were not any more stocked on the floor. The resource nurse remembered there was an empty channel in the patients room. The resource nurse removed the cardizem channel, took out the empty channel, and replaced the cardizem channel and pressed restore. When the primary nurse came back from break the patient was complaining about not feeling well. The cardizem bag was noted to be empty, with a rate set at 400ml/hr. The IV tylenol (which should have been running at 400ml/hr), was still infusing. Final summary: (B)(6) f with afib rvr inadvertently given 100mg of cardizem at 400ml/hr instead of 10ml/hr." The customer had the following questions regarding the event: "I am wondering what might have caused the cardizem channel (channel c) to run at 400 ml/hr? Was it a nursing programming error? Or was the action of reattaching channel c to channel a cause this? "

Manufacturer narrative:
Note that this report lists imdrf annex a0404, g0301201. C070606, d02, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was a critical medication error, where cardizem was infused over 1 hour versus over 10 hours resulting in "severe" patient harm. The customer was requesting bd to find the drug programming history and the drug infusion programmed in the pump on (B)(6) 2024 between 10am-2pm. After due diligence, further detail was provided about the event. It was reported that a floor nurse needed an IV channel and asked where an extra one was located. The resource nurse said there was an extra one in a patient's room. The float pool (fp) nurse went to said patient's room to grab the extra channel, which was the "middle" channel. The fp nurse disconnected the "outside" channel which happened to be a diltiazem (cardizem) drip running at the programmed rate of 10ml/hr., removed the middle unused channel and then reconnected the diltiazem channel. The fp nurse stated that they reconnected the diltiazem channel and it "came back on and started back up." The customer expressed to the nurse that they usually have to hit "channel select" and program the channel and the fp nurse said, "oh yah, I had to program the pump." The fp nurse, "turned that channel back up and programmed the pump to "restore." The patient had a primary ivf running and happened to be receiving an ivpb of tylenol (400ml/hr.) On the other channel. When the primary nurse came back from lunch, they found their patient was lethargic and the patient said to them, "I haven't felt good since the other nurse was in here doing something with my IV." The primary nurse then looked at the IV lines and found that the diltiazem bag was empty. Rapid response was called bedside, the patient was placed on pacer monitor and transferred to cicu (cardiac intensive care unit). The patient experienced low blood pressure, heart rate, and mean arterial pressure, and required glucagon and dopamine infusion for reversal. The customer later reported: "the patient was 90 years old, female, admitted (B)(6) 2024 with abdominal pain. On 5/26, the patient went into afib rvr. Primary rn communicated with the physician and received orders for cardizem ivp and cardizem drip. Primary rn and resource rn worked together to review 3e cardiac medication table, spoke with sepsis rn about starting drip appropriately, and administration instructions/considerations. When going to program the pump there was a brain with three channels. One channel on the left and two channels on the right. Rns programmed cardizem on the left channel. Rns state they could not find cardizem or diltiazem under the guardrail system. They programmed cardizem as a basic infusion. They also hung IV acetaminophen on the right channel, and state that they did use guardrails when programming this medication. However, the channel wouldn't stay on. Per the rn, it would keep losing power. This has happened before with a channel, and it worked when it was changed to the right side. Cardizem channel was switched to the right side. There were three channels on the right. Channel a was acetaminophen, channel b was open, and channel c was cardizem. The primary rn went on break. A float pool rn asked floor nurses if they new where an empty channel was as there were not any more stocked on the floor. The resource nurse remembered there was an empty channel in the patients room. The resource nurse removed the cardizem channel, took out the empty channel, and replaced the cardizem channel and pressed restore. When the primary nurse came back from break the patient was complaining about not feeling well. The cardizem bag was noted to be empty, with a rate set at 400ml/hr. The IV tylenol (which should have been running at 400ml/hr), was still infusing. Final summary: 90 y/o f with afib rvr inadvertently given 100mg of cardizem at 400ml/hr instead of 10ml/hr." The customer had the following questions regarding the event: "I am wondering what might have caused the cardizem channel (channel c) to run at 400 ml/hr? Was it a nursing programming error? Or was the action of reattaching channel c to channel a cause this? "